Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e1 "telephone number" field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image sensor unit was damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) On the electric board malfunctioned due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment" [inspection of endoscopic images] 1 observe the palm, etc. Using normal light observation images or nbi observation images. 2 confirm that the illumination light is emitted. 3 adjust the light intensity to an appropriate brightness. 4 confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 5 operate the ud angle lever of the endoscope to bend the curved part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no interrupted image was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that, during a therapeutic suctioning of the patient¿s sputum with their evis lucera elite bronchovideoscope, it was discovered that the image was interrupted and there was ultimately no image on the monitor. There was a delay of approximately 10 minutes, during which alternative equipment was prepared. The procedure was completed successfully with a similar device. There were no reports of patient or user harm associated with this event.